Event description:
My dentist dr (B)(6) relined my acrylic denture with a product called coe-soft. The chemical out gasing of the material was horrific and left a horrible taste in my mouth. A week later the product is still out gasing in my mouth. This chemical is getting into my blood stream. This is a very unhealthy situation. My dentist gave me the instruction sheet that accompanies the product. The print is so small that my dentist's receptionist could not read it. I also cannot read it. Mfrs should not be allowed to include printed directions that cannot be easily read. This product should not be on the market as it impinges on one's health - swallowing these chemicals is unhealthy. Coe-soft is a product of gcamerica. The phone number my dentist provided from them is (B)(6).